Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's blood glucose level at the time of incident was 22mg/dl. The customer was treated with food and tablets. The customer states they would be getting surgery soon due to digestive issues. The customer was advised to monitor the device and contact healthcare provider regarding lows.